Manufacturer narrative:
Analysis of the pump found ¿no anomaly¿. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: catheter. Product ID: 8709, lot#: l82265, implanted: (B)(6) 2000, explanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 25-may-2012, UDI#: (B)(4); product ID: 8709, serial/lot #: (B)(4), ubd: 25-may-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving dilaudid ¿25 mg¿ at ¿5.595 mg¿ via an implantable pump. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported that the pump performance was in question. The environmental, external or patient factors that may have led or contributed to the event was reported as ¿increased pain¿. The diagnostics and troubleshooting performed was ¿a new catheter¿ was placed (B)(6) 2017. The actions and interventions taken to resolve the issue was the pump was replaced. It was noted that the healthcare provider would not have any further information regarding the event. The issue was resolved at the time of the event. The patient status was noted as alive, no injury and no further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that in clarification of the patient¿s catheter(s) that were removed in (B)(6) 2017, there was a kink in the catheter. The pump medicine was at same level and the patient was having withdrawals. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.